Manufacturer narrative:
(B)(4). This report is associated to MDR#: 1036844-2014-00524. It was reported that the same occurrence happened with two successive kits.

Event description:
It was reported that the clinician was attempting to insert the catheter over the wire into the patient. At which time, the spring wire guide unraveled and separated into two. The wire and catheter were removed as one and a new kit was used. There was no reported delay iin treatment, patient complications or death resulting from this occurrence.